Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a bumpy and itchy irritation under the front therapy electrode. The patient applied a powder to the area, and the patient's doctor advised the patient to cover the irritation. Follow-up indicated that the irritation had healed.